Event description:
It was reported that the right atrial lead had a rise in pacing threshold and was not able to be repositioned due to tissue in the helix. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was found distorted/bent. It was noted that the outer insulation was breached cut and had a cosmetic depression, and there was blood in/on the helix mechanism; apparent explant damage.